Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that patient presented at the hospital for reasons unrelated to the device. Physician attempted to interrogate the pacemaker, but was unable to. Proper wand placement, different programmers, removal of rf antenna, telemetry tests, and magnet response tests were attempted but all failed. Physician elected to explant and remove the pacemaker. Patient was stable post procedure.

Manufacturer narrative:
The reported inability to communicate with the device was not confirmed in the laboratory. Device was received in backup operation. Analysis of the device image determined backup occurred due to a power on reset while the device was implanted. Further testing after reloading product code included temp cycle and vibration with normal results, but the device triggered end of service during mechanical stressing. However, power on reset could not be reproduced. Abbott is continuing to monitor this issue. Rf and inductive telemetry tests performed revealed no anomalies. Despite extensive testing backup and end of service trigger could not be reproduced and the cause is undetermined.